Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a pulse generator changeout case, the generator was programmed and functioned as intended. The surgeon reported after two weeks the battery drained and needed to be replaced. A plasmablade device was utilized during the case, however no issues during surgery were reported. The surgeon believes the plasmablade device contributed to the battery issue. This is the second of two cases reported for the same patient.